Manufacturer narrative:
Findings: no motor error alarm noted. Unit was unable to prime during prime/a33 test due to moisture damage on fsr. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Unit had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during a bolus/bsal. Customer's blood glucose was unknown mg/dl. The customer was advised that the device would replaced and agreed to return the product for analysis.